Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens on (B)(6) 2007. The lens was explanted on on (B)(6) 2012, due to the development of a cataract. The lens was removed through the same incision with no patient injury. The cataract was removed and an iol was implanted.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. (B)(4). Cataract extraction was performed in this case which resolved the problem. (B)(4).

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery. (B)(4) - cataract, induced. (B)(4) - explanted. Method - work order search results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of dried surgical residue on the lens surface. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).